Event description:
It was reported that a smiths medical pump displayed a cassette error when latch is down and not attached to anything. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was intact, scratches found on lcd lens screen. The customer stated problem was not duplicated. Problem was found in the event history log multiple times. There was also corrosion and contamination by the dso (downstream occlusion sensor) seal and chassis. Dso sensor was replaced for preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.